Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2020, the patient underwent emergency endovascular treatment of an acute thoracoabdominal aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). The procedure was completed with no reported issues. On (B)(6) 2020, the patient reported experiencing back pain. It was reported that a proximal type I endoleak, a distal type I endoleak, and a type ii endoleak were suspected. Therefore, an emergency re-intervention was performed. Perigraft injection of n-butyl 2-cyanoacrylate (nbca) was performed. An additional ctag-ac was placed proximally and a gore® excluder® aaa aortic extender component was placed distally. The patient tolerated the procedure.